Manufacturer narrative:
It is not known what role, if any, the use of lava ultimate may have played in the reported outcome. Other factors, such as prior tooth history of fractures, may have contributed to the need for the root canal.

Event description:
On (B)(6) 2016, a dental professional reported a case of a patient (age and gender not specified) who required endodontic treatment of tooth #3. This tooth had received a lava ultimate cad/cam restorative for e4d restoration on (B)(6) 2015. Prior to placement of the lava ultimate restoration, fractures in the tooth were noted on x-rays. On (B)(6) 2015, the patient reported temperature sensitivity; the sensitivity was still present one week later. Between (B)(6) 2015, no information was made available to 3m on the patient's condition/treatment. On (B)(6) 2015, endodontic treatment was performed through the lava ultimate crown.